Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 8:30 am, the patient experienced vomiting. A fingerstick was taken by the patient and the cgm reading was 284 mg/dl, and the blood glucose reading was high (meaning value higher than 400 mg/dl). The patient called an ambulance and was brought to the hospital. At the hospital another fingerstick was taken, and the cgm reading was 200 mg/dl, and the blood glucose reading was 517 mg/dl. The patient was treated with intravenous insulin, ondansetron 4 milligrams. No further medication was reported, and the patient was discharged after on the same day at around 11:30 am. At the time of the report the patient was stable. As a medical intervention (intravenous treatment). No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.